Event description:
It was reported by the sales rep that during a shoulder scope procedure on (B)(6) 2022, it was observed that the all-in-one ccu+light source device was not recognizing camera. During in-house engineering evaluation, it was determined that the device had an intermittent operation. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j sales representative. The device manufacture date is currently unavailable. Investigation summary: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: the device passed all initial functional tests ¿ the camera was continuously recognized on the device without issue. The device then went through two rounds of 30-minute air vibration. Unit was tested after every round of air vibration with no issues occurring. A third round of air vibration for a 2.5-hour duration. The functional test post this round of vibration induced video interference during a case for one instance. A fourth round of vibration damaged the unit; the mezzanine board failed and was unable to be recovered. The unit went into deprecated mode immediately once booted. The unit was no longer able to be used due to mezzanine board failure and chassis damage from the last round of vibration. Software team tested device and found that a kernel error messaged showed that stated the udev task was being blocked for a long period of time. The unit did experience video interference after rounds of vibration as well as error 0004 once the mezzanine board failed. Per service reports, this complaint cannot be confirmed. The team sent the device to medexchange for followup/ the device will remain with r&d and become a not for human use device. The certificate of analysis and certificate of compliance for this manufactured serial number is attached to this complaint file. There were no non-conformances or deviations for this serial number on the coc. As part of depuy mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. With the information provided, we cannot determine a root cause for the reported failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.